Manufacturer narrative:
Product complaint # (B)(4) investigation summary the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was in for resection right total hip for infection and prostalac hip insertion. After implants were removed the bone was prepared for a 200mm right bowed stem. Surgeon made mold and removed from mold after the cement was hardened. After implanting prostalac stem and repairing the osteotomy x-rays were taken which showed the 215mm stem insert incorporated into the prostalac hip mold. Surgeon decided to leave prostalac hip in with the stem mold tip still in. No surgical delay.